Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the stomach and small intestine on a ¿bi-2¿ open procedure, the device fired partially. This resulted to an extended operating time. They changed the device to complete the case. There was no patient injury.